Event description:
Additional clinic notes were received for the patient, noting that the patient has no new problems. Additionally, it was noted that the patient is at her baseline now, tolerating vns settings, eating with no problems, and their weakness has been resolved. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant card was received reporting that the patient had their generator replaced. The reason for replacement was noted as prophylactic. The generator will not be returned as the facility is listed as a no-return site. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported that the patient's autostimulation was accidentally turned off by the physician's assistant and for several months the patient had increased seizures. The settings were turned back on and the patient then experienced coughing, dysphagia, difficulty eating, and weight loss. The patient went from (B)(6) to (B)(6). The mother also noted that the patient has been having trouble walking since her device was programmed up. It was noted that they saw an ent who stated there were no apparent issues with the patient's throat and therefore the issue is likely related to vns. It was also later noted that they saw an ent who diagnosed the patient with left vocal cord paralysis with unknown cause. It was noted that due to the inability to swallow the patient has experienced weight loss and has become bed ridden and uses a wheelchair. The patient is experiencing pressure sores due to this. No further relevant information has been received to date.